Manufacturer narrative:
On may 6, 2024, mentor became aware that the impacted device were textured unknown saline. Hence, fields d1 and d4 have been updated on this form. On may 17, 2024, photo evaluation was completed as follows: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left cosmetic breast. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 74-year-old female patient underwent primary breast augmentation with unknown size unknown saline implants smooth and experienced breast implant deflation on her right side postoperatively. The patient has consulted with the healthcare professional. The patient underwent bilateral replacement surgery with catalog number 3503330; serial number (B)(6) on the left side, and with catalog number 3503330; serial number (B)(6) on the right side on (B)(6) 2024. On (B)(6) 2024, mentor became aware that patient also had history of cosmetic breasts in addition to right side deflation. This medwatch report is for the patient¿s left-sided device.